Event description:
Spontaneous communication. The rn administering ocrevus infusion on (B)(6) 2022 reported: pump was beeping and still left dug in bag, approximately 40ml (additional 15 minutes). Patient is on the maintenance dose so it is a continuation of therapy; however, (B)(6) 2022 is the first time patient had an ocrevus infusion with the medication and pump supplied by ciis specialty. No information provided about when the patient started ocrevus. No additional information available. Did the reported product fault occur while in use with the pt? Yes; did the product issue cause or contribute to pt or clinical injury? No; is the actual device available for investigation? Pump return is in the process of being set up with the pt. Did we replace the device? Pump is in the process of being set up with the pt and we will replace the device. Did the pt have a backup device they were able to switch to? From the info provided by the nurse, the infusion was able to be continued with the original pump, but it took an add'l 15 mins for the infusion. Reported to (B)(6) by health professional.